Manufacturer narrative:
The hospital replaced the adjustable pressure limit valve cover. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the bag connector broke off. There was no report of patient involvement.